Event description:
The safety needle was on the lidocaine syringe the syringe was a luer lock. When taking the needle off the syringe to refill, the safety cap snapped off leaving a cap less needle to use. No torquing or wrenching was used when taking the needle off the syringe when refilling for more meds. There was no needle sticks. The patients information is not applicable!